Event description:
Device malfunction: failure to deploy vessel locator wings. Time of device malfunction: during procedure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of a starclose device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, the sheath was inserted into the artery and the device was inserted into the sheath hub; a click was heard. The vessel locator wings were deployed; however, the wings retracted and the device came out of the patient anatomy. Manual compression was applied to achieve hemostasis and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up will be submitted with any relevant information.